Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test and displacement test or verify a12 alarm due to blank display. The device had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error. The blood glucose level was 189 mg/dl. The customer reported that the insulin pump had condensation under the screen and the insulin pump had crack. The customer reported that there was fluid under the liquid crystal display. The troubleshooting was not performed for pump error alarms. The customer was advised to discontinue use of the insulin pump and also advised to revert to backup plan. The product will be returned for analysis.